Event description:
A patient of unknown age and gender presented for an unspecified procedure. As reported by the user facilities risk management, during the procedure, the catheter broke inside the patient. Patient was transferred to operating room to have the device removed.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident was available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Efforts are being made by the firm to obtain the device for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. The instructions for use lists the following precaution: "do not use this catheter with alcohol. Do not use this catheter as a delivery system for nutritional supplements." Complaint # (B)(4).